Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of ventricular pacing/capture, which was potentially caused by oversensing and electromagnetic interference (emi). The patient will be monitored for further analysis via holter device. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The ipg was explanted.